Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00274 on 14-oct-2025. Additional information (21-oct-2025): siemens reviewed the available instrument data files, and the information provided by the customer. Siemens ruled out an assay problem since both the initial and repeat testing were performed using the same creatinine_2 (crea_2) lot. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the dilution arm and performed alignments. Siemens evaluated the event and determined that an intermittent hardware sampling issue potentially contributed to the erroneously depressed crea_2 result, which was resolved through standard service actions performed by the cse. The analyzer is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Correction: sections d1, d2, and d4 have been updated to reflect the analyzer details. Section g1 has been updated to reflect the contact office - manufacturing site information of the analyzer. Section g4 has been updated to reflect the PMA/510(k) number of the analyzer. Section h4 has been updated to reflect the manufacture date of the analyzer. Section h8 has been updated to reflect the usage of device for the analyzer.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed creatinine_2 (crea_2) result obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was within the range on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported that an erroneously depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was reprocessed on the original analyzer. The reprocessed result was higher than the erroneous result. The reprocessed result was reported as the correct result to the physician(s). It is unknown whether there are any known reports of patient intervention or adverse health consequences due to the erroneously depressed crea_2 result.